Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer need a new transmitter. The customer's blood glucose level was unknown mg/dl. The customers stated that she is on shots and has already tried to go through troubleshooting on the insulin pump but it won't help. The patient stated that she just needs a new transmitter. The patient was transferred to (B)(6).